Event description:
Removed dual lumen vascular access (port) device r/t "leaking" reported by nursing. Port sent to pathology after dr tested same on or back table for 'leaking' no leaking evident after removal. Pt received 2 lumen arrow vascular catheter so that chemotherapy would not be interrupted.